Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2014 with the following findings: it was observed that on 07/26/2014, the black box recorded two loss of prime warnings due to non-zero low force reading events. The pump was exercised for 24 hours at 1 unit/hour with no loss of prime warnings or other alarms being observed. The force sensor calibration measurement was found to be within specification. Product analysis was unable to duplicate the customer complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.